Event description:
It was reported that the first test period with the neurostimulator, the patient did not get the stimulation in the correct location. The lead had been implanted at the 11th vertebrae but the surgeon (against the recommendation of the company representative) did not place in a medial location, but instead on the left lateral side. The patient then felt the stimulation on their left side in her foot, calf, and thigh when it was needed in the right leg and buttock. A second neurostimulator was then implanted and the lead relocated to the 10th thoracic vertebrae. During this procedure, the physician attempted to pass both extension connectors through the tunneling tool which damaged the insulation of the extension. The extension was replaced. The second test period with the neurostimulator was reported as successful and the patient felt the stimulation in the right buttock and leg. No patient injuries were reported.

Manufacturer narrative:
(B)(4).